Event description:
Transrectal ultrasound transducer, model 8551, medical. Manufacturer does not include procedure for processing the water standoff channel. Manufacturers instructions are as follows starting at #10:10. Use a suitable disinfectant solution to disinfect the transducer. In the USA, this must be a chemical germicide cleared by the FDA as a sterilant. In other country, it must be a disinfectant approved by the dghm. Follow the disinfectant manufacturer's instructions for procedure and immersion times. Make sure that the solution passes through any built-in biopsy channels or grooves. If necessary, use a suitable brush to make sure there are no air bubbles in the channel. Do not stick anything into a water inlet. Wear sterile gloves and rinse off the disinfectant with sterile water. Dry with a sterile cloth. Examine the transducer for damage.